Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving clonidine [1,000 mcg/ml] at a dose of 277.6 mcg/day, morphine [18 mg/ml] at a dose of 4.997 mg/day, and sufenta [900 mcg/ml] at a dose of 249.83 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a replacement was being done on (B)(6) 2017 due to the patient getting an overinfusion. It was related that upon further discussion it was stated that there was no actual known volume discrepancy that the representative had been made aware of, it was just that the patient was exhibiting symptoms of overinfusion and had been hospitalized in the past with these occurrences. This was considered a sudden change in therapy/symptoms. It was noted that the patient had these symptoms right after a refill or after a bolus was prescribed. The date of the event was unknown and stated that the representative was just told that it had been occurring over the last several refills. It was indicated that they were also dealing with a catheter length that was unknown. It was noted that the patient was a very little older person without much fat so it would be noticeable if there was a pocket fill and the representative thought that it may be unlikely a pocket fill occurred. Information was requested regarding any special protocol for overinfusion management once the pump was replaced. It was indicated that the representative would be returning the pump for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis of the pump found that there was underinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial# unknown: product type programmer, physician: eval code-conclusion (B)(4) on the pump updated to (B)(4). Correction- device codes (B)(4) and (B)(4) no longer apply to the pump. (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) no longer applies to the pump. Additional device codes (B)(4) have been added apply to the physician programmer.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-09. The device was used in the patient and was intended for treatment. It was reported that the patient had symptoms of overdose after a couple of refills, and she had to be taken to the hospital for over-infusion. The same symptoms occurred when she had a dye study. The patient had to be hospitalized and treated. It was noted that the patient had discussed the issue with another manufacturer's representative to try and troubleshoot. The pump was replaced. It was indicated that the reason for removal was device related, due to the suspected over-infusion. A rotor study was not performed. A dye study was performed and the catheter was found to be intact. It was stated that there was reason to suspect the catheter length was unknown even though the length is given. There was no patient death related to the event. It was reported that the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.